Event description:
It was reported that the regional sales mgr was notified by an email from the perfusionist that there was an issue with an autocat2wave console, while on pt, losing power. There were no ill effects to pt stability during this brief power stop. Per the perfusionist, "during use on a pt the console stopped pumping and the screen went black and a high pitched continuous alarm sounded. The only way to stop the alarm was to turn the main power to the machine off which then, when I rebooted the machine, the error/problem was cleared." The console was sent to our biomed department for inspection and everything checked out just fine. The problem was not reproduced. The perfusionist stated that he "held off putting the unit back into service until he hears back from the regional sales mgr about any possible explanation for this system wide failure."

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.